Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber glass body was broken given the length in which it was received. The fiber tip end was not returned. Functional testing indicated that the aiming beam was bright and round. The reported allegation was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied thus leading to what the physician experienced. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use.

Event description:
It was reported that the fiber broke during the procedure and touched the physician's arm, who felt an electric shock since it was activating the laser and suffered a burn. The physician did not receive any treatment for the burn. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke during the procedure and touched the physician's arm, who felt an electric shock since it was activating the laser. The physician did not receive any treatment for the electric shock. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Corrected content in fields h6 patient codes and impact codes, section h. Device manufacturers only.

Event description:
It was reported that the fiber broke during the procedure and touched the physician's arm, who felt an electric shock since it was activating the laser and suffered a burn. The physician did not receive any treatment for the burn. The procedure was completed with another device. There were no patient complications.